Manufacturer narrative:
Cmp(B)(4). Medical products - unknown femoral head, unknown femoral stem, unknown acetabular liner, unknown acetabular cage, all catalog#'s: ni all lot#'s: ni. Reported event occurred in switzerland. It has been indicated that the product will not be returned to zimmer biomet, as it remains implanted. Reported event was unable to be confirmed, as the device was not returned for evaluation. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause was unable to be determined as the device was not returned for evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
Information was received via journal article.

Event description:
It was reported via journal article that the patient had a broken screw noted during the 5 year follow up.